Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that during replacement of pump it was almost not possible to do a sideport aspiration. A catheter occlusion was noted. Therefore a revision of the catheter was perfomed a week later. 2024-11-09 psr update: document contained no new information. 2024-11-12 e1: document contained no new information.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# 0204278787 implanted: (B)(6) 2011 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, lot #: 0204278787, ubd: 09-oct-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.